Event description:
Procedure: thorascopy. Reportedly, the device clamped down and then it wouldn't open up. Surgeons were finally able to release it and thought that there was no bleeding. The patient returned that night because there was bleeding. No further pt complications reported. Sample was deemed too contaminated by the rep to be returned for evaluation.